Event description:
The customer reported obtaining hemoglobin and hematocrit (h&h) check failed error message on multiple samples run on the coulter lh 780 hematology analyzer. The customer stated that subsequent repeat of the same samples on an alternate lh 780 hematology analyzer produced lower red blood cell (rbc) results without an h&h flag. Erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Customer technical support (cts) assisted the customer with troubleshooting over the telephone and advised the customer to check the rbc diluent dispenser pump (pm2). The customer observed bubbles in the bottom of the chamber and requested for service. The customer provided instrument printouts for four (4) patient samples for this event. All four (4) sample results from the coulter lh 780 hematology analyzer in question generated h&h check failed error message. Patients 1 and 2 recovered higher rbc results with instrument flags/messages when compared to rerun results from the alternate lh 780 analyzer which the customer considered to be correct. All other parameters, with the exception of mean corpuscular volume (mcv), did not correlate. The customer did not provide repeat results for patient 3 and 4 which were considered to be correct.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the red blood cell (rbc) dispenser pump (pm2) to resolve the issue. The fse verified the repair as per established procedures and results met published specifications.